Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. It was not reported if the patient was hospitalized for the event. The patient was treated with cefazolin, ceftazidime and amikacin for peritonitis. At the time of this report, the patient has recovered from the event. Pd therapy was stopped and re-introduced. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Upon follow up, it was reported that the patient expected sterile peritonitis. On the same day as the onset, the patient was hospitalized for the peritonitis event. At the time of this report, the patient was recovering from the event. Should additional relevant information become available, a supplemental report will be submitted.